Event description:
It was reported that the patient underwent a gynecological procedure (B)(6) 2007 and mesh was used. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that following insertion of the mesh, the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was also reported that the patient underwent mesh revision on (B)(6) 2010, due to eroded and exposed transvaginal urethral mesh. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with laparoscopic lysis of adhesions, excision of cervical stump, rectocele repair and mesh procedure due to cervical prolapse, rectocele and stress urinary incontinence.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a surgical procedure (B)(6) 2010 for excision of eroded mesh, cystoscopy and possible urethroplasty.